Event description:
It was reported that the patient had surgery for a prophylactic generator change and due to a "lead discontinuity". Per the physician, the patient had complained of itching and "shocks" near the lead site and the physician elected to do a full revision surgery. No trauma occurred that may have contributed to the event and no x-rays were taken of the device. Site has declined to provide any further information. Product was returned to manufacturer following surgery, but analysis is pending.